Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this patient was in the ICU and 2 to 3 seconds of asystole was noted. It is believed to be caused by oversensing. No additional information in regards to a revision was reported. Should additional information become available this file will be updated.